Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2003. Revision surgery was performed on (B)(6) 2012 due to swelling. No further information has been received.

Manufacturer narrative:
Additional information has been received that includes additional item numbers. The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been reported. Expiration date - unknown. Device manufacture date - unknown. This is 3 or 4 medwatch reports submitted for the same event. See: 3002806535-2012-00097 and 3002806535-2012-00262/264.